Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/27/2017 with the following findings: during investigation, the pump powered on to a dim and gray display. Unrelated to the issue, the audio bolus button cover was punctured but responsive to user input. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim. This report is made based on results of investigation completed on 01/27/2017.